Manufacturer narrative:
The full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. The distal and proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the left ventricular lead, the lead was difficult to place due to the patient's anatomy. Once the lead was placed, the physician prepared for the slitting procedure for the catheter. During the slitting procedure, the insulation of the lead was destroyed by the slitter as it slipped out of the catheter. The left ventricular lead was removed along with the catheter. A second attempt was made with a new lead and catheter which was successful. The physician did complaint about the "new" slitters with the deflectable catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.